Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy -74.05%. The event occurred during testing and not while in use with a patient.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have failed accuracy testing as confirmed by visual and functional testing. The cause of the customer reported problem was the expulsor was out of specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor, and the pump passed all functional tests and performed as intended after repair.